Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a large volume infusor. The leak was coming from the administration tube set near the coil cap. There was no patient involvement. No additional information is available.